Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to a crack on control unit, water tightness was lost. Control unit had corrosion due to water leakage. Suction connector had corrosion due to water leakage. Electrical connector had corrosion due to water leakage. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Light guide lens had a crack. The grip was sticky. The scope cover had a scratch. The switch box had a scratch. The grip had a scratch. The suction connector had a scratch. The connecting tube had a dent. The light guide cover glass had discoloration. The universal cord had a scratch. The up/down angulation lever plate has a scratch. The angulation lever had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the bronchovideoscope had a crack in the control unit with separation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coat of the image guide pipe is peeling off by 1mm2 or more. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the peeling was caused by stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ . 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿. Olympus will continue to monitor field performance for this device.